Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual assessment confirmed the covers of the femoral implant impactor are peeling. The device shows significant signs of wear/usage. The device was manufactured in 2007. The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. The device is a reusable instrument that can be exposed to numerous surgeries. The supplier's raw material fault is likely the probable causes of the reported event. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that during a routine efip inspection, the one of the plastic tips from the femoral implant impactor was found to be broken. No patient was involved. No other complications were reported.